Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: level a investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: unable to perform complaint lot history check due to an unknown lot number for difficult/unable to operate safety shield & leakage. A review of all risk management documents as per (B)(4) for the product family of the device involved in this complaint (pen needle: difficult/unable to operate safety shield pe & leakage), was performed and it was determined that the potential risk of this specific reported incident was captured and addressed. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform DHR check due to an unknown lot number for difficult/unable to operate safety shield & leakage. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4).

Event description:
It was reported that an unspecified number of an unspecified bd autoshield duo pen needle experienced safety shield failure during use. The following information was provided by the initial reporter: material no: unknown, batch no: unknown. I have had some concerns brought forth by members of our nursing staff regarding administration of insulin from pens using the bd autoshield duo pen needles. They are concerned that the shield may not be retracting fully and they feel they are needing to apply a lot of pressure to ensure that it does. They also sometimes notice more than a small drop of insulin on the skin after administration.